Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field no lot # provided. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that a 22 g x 1.00 in. (0.9 mm x 25 mm) bd insyte¿ auto guard¿ shielded IV catheter was found with a broken cannula during use. An ultrasound was performed on patient to locate any remaining foreign material of the catheter. The ultrasound was negative. No further medical intervention needed.

Manufacturer narrative:
Correction - inncorect catalog number entered on original MDR. Correct catalog number has been entered.

Manufacturer narrative:
Investigation summary: the corrective action statement is approved / authorized and final review of the complaint will be conducted by the designated complaint handling unit (dchu). (B)(4)- MDR. Part #: 381423. Lot #: unknown. Complaint: catheter broke separated after placement. Event description: the patient had been complaining that the IV was bothering her and, therefore, the rn removed it. During removal, the catheter tip did not come out of the patient with the hub; only a portion of the catheter material remained attached to the hub. The rn palpated the vessel where the catheter was placed and did not feel anything. Ultrasound scans were done to locate the remaining piece of catheter but the remaining material was not found. Lot analysis. Device/batch history record review: no. Reason: although the investigation is MDR, the lot number associated was not reported. Findings: n/a. Sap (qn) database review: no. Reason: this database tracks any issue during production that would affect product quality. Findings: subject code was an s3 severity ranking. Review was not conducted for this MDR- level a investigation because a lot number was not provided for this incident. The peura (end user risk analysis): yes. Reason: the peura is required for all MDR reportable investigations. Findings: rm5835 rev 11 version I was analyzed to determine the risk to customer. The analysis showed that due to low occurrence, current risk is acceptable. Investigation conclusion: conclusions: the defect of catheter broke, as stated in the product incident report, was conclusive based on the evaluation of the unit provided for this incident. Did the evaluation confirm the customer¿s experience with the bd product? Yes: confirmation of the customer¿s experience with the bd product was conclusive based on the review of the returned unit. Were we able to reproduce the customer's experience with the bd product? No: it was not necessary to reproduce the customer¿s experience of catheter broke as the defect was confirmed. Was the device used for treatment or diagnosis? Treatment root cause description: relationship of device to the reported incident: indeterminate. It is uncertain whether the defect of needle thru catheter observed was caused by manipulation of the device prior to insertion or by the manufacturing process. Traces of blood on the cannula-hub assembly and the catheter is supporting evidence that the unit was functioning as intended at time of use. The v shaped cut is supporting evidence the damage was caused by manipulation (re-cannulation) of the device.